Event description:
It was reported that the patient went to the emergency room on (B)(6) 2025 and (B)(6) 2025, for discomfort on their arm, at pod infusion site. There was swelling at the infusion site, redness down their arm and purulent discharge secreting from the infusion site. The patient was diagnosed with deep tissue cellulitis. Cephalexin was prescribed on 17oct2025, as an oral antibiotic. The patient was released. Then an antibiotic ointment for topical application was prescribed on (B)(6) 2025, patient was then released same day. The patient also reported that he was seen by physician on (B)(6) 2025 for a follow-up visit. No other details regarding the follow-up visit were reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone13.2 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.